Event description:
A report was received that the pt was explanted due to an infection at the midline incision. The pt was prescribed antibiotics. The pt was reportedly doing well after the procedure.